Event description:
Something fell and hit the pt on the head. Afterward, the pt experienced a loss of therapeutic efficacy. The deep brain stimulator stopped working after the accident. Therapy impedances were 1300 ohms. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).